Event description:
Failed no sensor (device issue). This initial device case report was received on (B)(6) 2014 from a respiratory therapist (rt) in the united states who called to speak with (B)(4) technical services regarding a device issue with inomax dsir# (B)(6). The device was not in use on a patient at the time of the device issue. On (B)(6) 2014, the rt reported a failed no sensor on inomax dsir# (B)(6). A low calibration and a high calibration were performed but the failure remained. Inomax dsir# (B)(6) was removed from the service and returned to (B)(4) for service evaluation. Investigational results were received on (B)(6) 2014. On (B)(6) 2015, the device was not in use at the time of device issue and did not result in an adverse event; however, it is being reported because a similar device issue occurred in the past that resulted ina serious adverse event (refer to MDR #3004531588-2013-00022).

Manufacturer narrative:
Device issue with inomax dsir #(B)(6) (complaint-(B)(4)). The device investigation was completed on december 19, 2014. Evaluation: device was return to the manufacturer for service investigation. The (B)(4) reviewed the service log and findings confirmed the reported complaint of a failed no cell alarm immediately following a failed low no cell calibration with low point counts: 1450, high point counts: 1042, slope: 0, zero offset: 1450, pressure sensor: 767, 367, preceding o2; 21 no2-0.1 no. 67. The service log review also revealed delivery failure (df) alarms with monitored no>absolute maximum of 100 parts per million (ppm). Elevated low point counts during the failed low no cell calibration are consistent with the misbehaving no cell with the elevated counts possibly contributing to the df alarms that occurred prior to the failed low no calibration. The rsc investigation also experienced the reported complaint of a failed no cell alarm at boot up, performed calibration to clear the alarm and replaced the no cel as a precaution. A full functional test was performed and device operated according to specifications so it was returned to the device service pool. The root cause for this incident is no calibration low counts above maximum. This condition will be tracked and trended under (B)(4)'s quality system. This device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted ina serious adverse event (MDR 3004531588-2013-00022).